Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01 ipg implanted: (B)(6) 2013; 2088tc competitor lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to emi (electromagnetic interference)/noise. It was noted that there were five nsvt episodes of <(><<)> 220 ms v-v cycles recorded on 2014-(B)(6). And the egms for non-sustained ventricular tachycardia (nsvt) episodes show intermittent undersensing.

Event description:
It was reported that the patient had sudden cardiac arrest due to neurological health problems. When the physician was evaluating the rhythm strips of the arrest it was observed that the patient was noted to have vf(ventricular fibrillation)/torrsades. And the right ventricular (rv) lead was found to have noise and intermittent undersensing, likely due to quiet timer blanking of the device. It was also noted that there were nsvt (nonsustained ventricular tachycardia) episodes. The device and lead remain in use. No patient complications have been reported as a result of this event.